Manufacturer narrative:
Investigation summary: review of customer data shows positive sars amplification curves in all sample wells. Prc amplification curves look normal. Retain testing, however, yielded expected results. No false positives were observed in the negative control. Unable to duplicate customer complaint. Root cause: can not duplicate with retains;unable to determine. Source: phone.

Event description:
Reported one false positive sars result. The customer communicated the result tested negative by molecular (pcr testing).